Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital. Contact could not confirm if the event was diabetes related. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.